Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family or friend reported via phone, the reservoir wasn't working. Customer was unable to fill it with insulin. Troubleshooting was not performed and customer's blood glucose was not provided. The reservoir is not being returned for further analysis.